Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was installed and displayed properly. Unrelated to the display issue, the keypad cover was torn over the up arrow button and the audio bolus button cover was missing. Evidence of contamination was found under all key contacts. (B)(6).